Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) and cover screw were returned for investigation. There were no allegations against the cover screw and the reported event occurred at implant level. Therefore, this investigation addressed only the implant and the reported event. Functional testing could not be performed for the reported failure (nerve injury). Measurements were taken using a caliper. The device was determined to be within specifications where measured. The reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable/unknown. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (1227656) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (1227656) for similar events (complaint category keywords: medical: other ¿ pain & paresthesia) and no other complaint was identified. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician error - improper case planning or improper techniques used and patient specific issue. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor indicated nerve injury. Compression of the inferior nerve, pain and paresthesia. Tooth location unknown.